Event description:
The pt reported, that she changed her insulin infusion set earlier and her blood glucose levels have been increasing since that time. She stated her current reading is over 300 mg/dl. She said, she has taken a bolus but her levels did not come down so she gave herself an insulin injection. During troubleshooting, the pt discovered the cannula on her insulin infusion headset was bent. She stated she has a lot of scar tissue. The pt inserted a new headset. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.